Manufacturer narrative:
On june 21st 2016 arjohuntleigh have been notified by the (B)(6) personnel that the patient fell of the bed onto the floor. The bed was not placed at the lowest height although the facility states that they though it was it's lowest position. The side panels were in lower position. The patient was found by the medical staff lying on the floor next to the citadel bed. The event was unwitnessed. The patient involved in the event was female, (B)(6) and weight (B)(6). As a result of patient fall the patient suffered subdural hematoma being a result of blunt force trauma. The patient passed away on (B)(6) 2016. The investigation to the event has been performed with the following results; the product involved in the incident is cytadel bed frame, model #cx811a3f3amab0, serial number: (B)(4), which was manufactured on december 10th 2015 in (B)(4) factory (arjohuntleigh (B)(4)). The bed was ordered by the facility and the rental period started on (B)(6) 2016. Prior the renting period the device went through the quality control checklist on may 31st 2016, no anomalies were recorded, all bed functions operated correctly. One of the features of the device involved in the event is a varizone patient movement/exit detection system which can be set to alarm when undesired an movement of the patient occurs. The sensitivity of the patient movement detection, relative to the center of the deck, can be varied incrementally. If the threshold of movement detection is triggered, an alarm will sound and the threshold indicator on the control panel will flash. With the limited information provided it remains unknown if the system was turned on and whether the alarm has been triggered once the patient fall on the floor occurred. After the event the device was tested and no malfunction within the varizone feature was found . Therefore the actual feature malfunction has been ruled out. The second, optional feature that the bed involved is equipped with is safe set (visual status indicators) which are intended for the patients at risk for falls. The system provide quick visual indication of optimum bed settings such as: brake setting, side rail position, mattress platform height and movement detection status. Two indicator panels are located below the foot board and show the indicator lights (green or red) that indicate "safe" or "unsafe" bed condition; e.g. The red light is illuminating when the brakes are no engaged, side rails are in lower position, mattress platform is not set at minimum height, or the varizon patient movement detection system is not set. The safeset system was checked and confirmed working properly before and after the event, therefore following the event description (bed not placed at minimum height with side rails down) it seems that either the system was not turned on or indicators were ignored. In accordance to the product instruction for use (#830.213 rev. D 11/2015) which was supplied with the device involved includes the following safety information: "bed height - to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended". "Side rails/patient restraints-(...) Caregivers should assess risk and benefits of side rail use (including the entrapment an patient fall from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/or family. Consider not only the clinical and other needs of the patient but also the risk of fatal or serious injury from falling out of the bed and from patient entrapment in or around the side rails(...)". Since this event was not witnessed by anyone, we are left to review the information received from the customer per our best efforts, and compare it to our product knowledge. From the evaluation performed it seems likely that the event occurred as an effect of following situation: - the patient left unattended with side rails lowered and mattress platform set not in the lowest possible position, as recommended in the product instruction for use - the safeset system either not used or the indicators ignored after the event, the bed was returned to the service center were have been inspected on june 15th 2016, no anomalies were recorded, bed was working up to the specification, including the varizon system and safetyset feature. All were working accordingly. The complaint review for citadel bed was performed, and this event is the only one related with the patient fall onto the floor. The complaint is considered to be a single, unfortunate incident and no trend is observed in summary, when the event occurred, the device was being used for the patient treatment, therefore it played a role in the event (patient had fallen from the device). Performed evaluation of the involved bed showed that the bed was working up to its specification and the risk mitigating features (exit detection and safety indicators) were operating correctly. Given the circumstances and the number of similar events, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On june 21st 2016 arjohuntleigh representative went to (B)(6) medical center for a meeting where was informed by a committee of facility personnel about an incident on a citadel bed. The patient was found lying on floor next to citadel bed; bed was not in the lowest position with side rails down. The patient suffered subdural hematoma that resulted in death due to blunt force trauma from fall event. Unwitnessed event.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652).